Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was at work, normally walking and with no big movements. The episode showed non physiologic artifacts and baseline shifts. During troubleshooting the artifacts could not be reproduced in any vector. It is suspected that the sense b is related and programming to secondary vector was recommended. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was at work, normally walking and with no big movements. The episode showed non physiologic artifacts and baseline shifts. During troubleshooting the artifacts could not be reproduced in any vector. It is suspected that the sense b is related and programming to secondary vector was recommended. This s-ICD remains in service. No adverse patient effects were reported.